Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer's father reported that the insulin pump alarmed for an error. The blood glucose reading was 370 mg/dl. Customer was treated with manual injection. The insulin pump passed the displacement test. The insulin pump had alarmed for a motor error while filling the tubing. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.